Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left anterior descending artery that is 90% stenosed. The hi-torque universal ii guide wire was attempted to be advanced; however, resistance was felt with anatomy and therefore, did not cross. The device was removed and re-shaped. The guide wire was re-inserted and resistance with anatomy was felt again. It was removed and noted to have coating peeled. Another unspecified guide wire was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire met resistance with the patient¿s moderately calcified, moderately tortuous, and 90% stenosed lesion during advancement, resulting in the reported failure to advance. Additionally, it is likely that manipulation of the guide wire, when resistance was met, contribute to the reported peeled core; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. H6: correction. Type of investigation codes updated. Investigation findings codes updated. Investigation conclusion codes updated. H11: correction verbiage updated.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left anterior descending artery that is 90% stenosed. The hi-torque universal ii guide wire was attempted to be advanced; however, resistance was felt with anatomy and therefore, did not cross. The device was removed and re-shaped. The guide wire was re-inserted and resistance with anatomy was felt again. It was removed and noted to have coating peeled. Another unspecified guide wire was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.